Event description:
It was reported the device came to the biomed department with a report that it "did not capture." It was further reported that the device was involved in a patient medical complication. Follow-up information received found the device was connected to a patient in the operating room when the event occurred. The device was found to not be capturing, so it was switched out quickly to a different one. There were no patient complications as a result of this event, and the patient outcome was reported to be good.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the device came to the biomedical department with a report that it "did not capture." It was further reported that the device was involved in a patient medical complication. Follow-up information received found the device was connected to a patient in the operating room when the event occurred. The device was found to not be capturing, so it was switched out quickly to a different one. There were no patient complications as a result of this event, and the patient outcome was reported to be good.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No electrical anomalies were found. The visual anomalies observed would not have caused the reported behavior. The battery contacts were compressed, and the battery drawer was broken and contaminated. The lower case was broken and contaminated, the side bail covers were broken, and the ring cover was contaminated.